Event description:
It was reported that the patient was inappropriately shocked for t-wave oversensing. The available electrograms were evaluated and no t-wave oversensing was noted. The physician then decided to change out the device to a new device to provide integrated bipolar sensing and t-wave algorithm. During the procedure, the patient had ventricular fibrillation while cautery was occurring. There is possible damage inside the grommet from the cautery. The device was explanted and replaced. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing with fifteen ventricular non-sustained tachycardia episode less than or equal to 210 milliseconds between (B)(4) 2010 and (B)(4) 2012.